Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-05011. Reference MFR report: 1627487-2012-05013. The pt received the scs system on (B)(6) 2009 including an ipg and two percutaneous leads (from different lots). It was reported the pt was not receiving adequate coverage. As a result, his entire scs system was explanted. The leads will not be returned to sjm due to being discarded by the explant facility.